Event description:
During our inpatient pharmacy's preparation of daily parenteral nutrition supply - two 2-liter bags of solution that had just been pumped were found to be leaking from the middle port of the bags. (This was noted to be occurring from the "center" port, normally used by rns when attaching infusion lines to the bag, which still had the clear plastic tabs attached, and had not yet been manipulated during our production process.) Product information: exactamix 2000ml eva containers, ref # h938740, (lot # is 60231190) baxter healthcare (B)(4) - an affiliate of baxter healthcare corp, USA - product of (B)(4). An addition (B)(4) bags of the same lot were identified and removed from our stock supply for now.